Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70e, serial: (B)(4), batch: 5138489.

Event description:
It was reported that the patient was having increased neck pain with headaches. The leads also showed low impedances. The patient underwent a lead pull procedure and was doing well. Explanted leads will not be returned.